Manufacturer narrative:
Additional information has been provided in d3. Hemolysis/pdi: the cause of the hemolysis was unable to be determined due to insufficient clinical information and no product returned. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 74 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was noted to be on vasopressors and inotropes for hemodynamic support. During support, hemolysis was suspected. Imaging was utilized to assess pump position and demonstrated that the impella device was positioned within the papillary muscle structure. Attempts to reposition the device were unsuccessful. Plasma free hemoglobin levels were obtained and reported to be greater than 40 milligrams per deciliter on two separate measurements. The patient was also noted to have a small left ventricle. The patient required transfusion of 4 units of packed red blood cells. Due to the ongoing adverse events and inability to achieve optimal device positioning, the impella cp device was removed. Following explant, the patient was transitioned to intra-aortic balloon pump and extracorporeal membrane oxygenation support. While on support, the impella cp device was operating at performance level 6 with lower than expected flows of approximately 2.0 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. Hemolysis is a known risk associated with impella support and may be influenced by device malposition relative to intracardiac structures, small left ventricle, as well as the patient¿s underlying critical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.